Event description:
It was reported that during a follow up, the lead exhibited loss of capture and high impedance. The device was reprogrammed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.